Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that his pump is not working because his blood glucose is high. The customer's blood glucose was above 600 mg/dl. The customer gave himself an injection yesterday. The customer also changed his infusion set yesterday. The customer gave himself a 14.9 unit bolus and his blood glucose was 467 mg/dl. The customer's blood glucose is now 402 mg/dl. The customer was advised that the pump is working as designed. The customer was advised to monitor the pump and call back if blood glucose goes high.